Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool smarttouch unidirectional sf catheter and suffered a retroperitoneal hemorrhage requiring medication and blood product transfusion. On post index procedure day 168 a repeat procedure was performed. Post repeat procedure day 1, the patient developed a retroperitoneal hematoma. An unspecified medication was administered and 2 units of packed red blood cells (prbcs) were transfused. Issue resolved without sequelae. Principal investigator assessed this event as severe, serious, not investigational device-related, and definitely repeat procedure-related. There were no device deficiencies.

Manufacturer narrative:
Additional information was received on march 16, 2018. The patient was a (B)(6) female. (B)(4).